Event description:
It was reported that during a procedure the tip of the unit broke. It was further reported that there was a delay in the procedure because they had to get a new unit and retrieve the broken piece from the patient. It was further reported that there were no adverse consequences to the patient or user.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.